Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she has been getting elevated blood glucose values from 300-500 mg/dl upon waking in the mornings. She reported that she experienced excessive urination and extreme dry mouth. She stated that she will administer an insulin injection to reduce her blood glucose. During troubleshooting with company representative, it was determined that the patient was using the infusion head set for 7 days instead of the recommended 3 days. The patient also stated, that she was reusing her insulin cartridges until "they wouldn't slide anymore". The patient was educated on proper infusion set usage and insulin cartridge use. The patient reported that the insulin she was using was cloudy. The patient was advised to change her infusion site, her insulin and insulin cartridge. Upon follow up, the patient's husband reported that the patient's blood glucose is now under "close control". The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.